Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient started feeling sick while their dexcom receiver showed egv 117 mg/dl. She then compared it by doing bg fs and it showed 230 mg/dl. The patient took insulin injection and observed for half an hour and noticed that it didn't go down, so she called paramedics. When the paramedics arrived, they did a bg fs testing and it showed that the patient was 500 mg/dl. The egv was 200 range. She was given IV fluids and was loaded in the ambulance and got transported to the hospital. The patient was admitted from 12/31/2025 to 01/04/2026. During her stay she was given insulin drip, several bloodwork was done and she was monitored. She was discharged having a "reading" of 189 mg/dl. She was also feeling better by the time of discharge. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. When the paramedics came, the reported glucose values fall within the c zone of the parkes error grid. When she was discharged, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.